Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for a 30-year-old female patient presented in the emergency room for sinus rhythm alteration and chest pain I an anxious state. The following data was provided (customer¿s reference range: females: < 15.6 pg/ml; males: < 34.2 pg/ml): on (B)(6) 2021 sid: (B)(6), initial result: 170.4 pg/ml, 2 hours later obtained a second sample and tested: < 2.1pg/ml; tested on another analyzer: < 2.1 pg./ml. The customer then retested the first sample: < 2.1 pg/ml. The customer took a plasma sample from this patient same ID (B)(6). And performed 5 replicates obtaining a value of < 2.1 pg/ml each time. The quality control was in range. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for the product. A review of tracking and trending data did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with reagent lot 45695ud00 and the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay worldwide. The review shows that the median patient results for the lots reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. A log file analysis of customer´s instrument ai23850 has been performed which included a review of the signal count curve of the erratic result generated for the specimen (g2309890s) and the respective plasma specimens, liquid level sense and pressure monitoring data. The signal count curve as well as liquid level sense and pressure monitoring data did not show any abnormalities. The instrument software did not generate an error message as the pressure monitoring values did not exceed the software threshold. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency with alinity I stat high sensitive troponin-I reagent lot 45695ud00 was identified.